Event description:
On (B)(6) 2025 the patient¿s caregiver reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of 39 mg/dl while sleeping. A caregiver contacted emergency medical services, and they treated the user at home with oral glucose and monitoring until bg stabilized. The user was not hospitalized. No long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.